Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when attempting to disconnect the purple etco2 adapter from the blue flange of the endotracheal tube, unable to do so as the etco2 adapter was stuck fast. There was no reported patient incident/injury.